Manufacturer narrative:
The customer¿s report of secondary back flowed into primary was confirmed. Visual inspection of the set noted no damages or any anomalies. The check valve was also visually inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered functional testing confirmed fluid and air bubbles going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a failing check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be acrylonitrile butadiene styrene. The check valve failure was due to an acrylonitrile butadiene styrene particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the acrylonitrile butadiene styrene particle was not identified.

Event description:
It was reported that the secondary infusion bag was found empty after 45 minutes when the infusion should have infused for 3 hours. Upon an internal investigation, it was found that the IV fluids back flowed into the primary bag.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the secondary infusion back flowed into the primary infusion.